Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior fusion using percutaneous pedicle screw at l3-s. Post-op, screws implanted at sacrum deviated and radiculopathy was observed. Hence, revision surgery was performed to replace the screw in a percutaneous procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.